Manufacturer narrative:
(B)(4). This is a report of a system error 2240 alarm that was caused by an improper disconnect/reconnect by the patient during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected to the device at the time of the alarm. This occurred during drain four of peritoneal dialysis therapy. During troubleshooting, it was reported that the patient improperly disconnected from the patient line of the cassette during therapy. The patient later reconnected to continue with therapy. The power was cycled to clear the alarm. Proper procedures were reviewed with the patient. It was not reported if the patient completed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.